Manufacturer narrative:
(B)(4).use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿troubleshooting¿ section instructs the user not to attempt to reuse any disposable supplies. The ¿warnings and cautions¿ section along with the section on ¿operating instructions-perform therapy¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. All those sections along with ¿operating instructions-end therapy¿ sections warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the troubleshooting for a check lines and bags alarm on the homechoice (hc) device, that the patient had reused single use supplies during therapy. The patient was connected to the homechoice during fill. The technical service representative (tsr) explained the proper procedure to the patient and explained the importance of starting therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.